Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the device/migration of essure device location of device: endometrial cavity") in a 46-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included nebivolol hydrochloride (bystolic). In (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bacterial vulvovaginitis ("infection (bladder/ urinary tract/vaginal) type: vaginal bacterial infection"), headache ("headaches"), alopecia ("hair loss"), depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)") and weight increased ("weight gain"). On (B)(6) 2006, the patient had essure inserted. On (B)(6) 2007, 3 months 5 days after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and migraine ("migraines"). The patient was treated with fluconazole (diflucan), oxycodone (percocet), paracetamol (acetaminophen) and surgery ((B)(6) 2017 underwent bilateral salpingectomy, explant of the device). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, vaginal haemorrhage, bacterial vulvovaginitis, migraine, headache, alopecia, depression, anxiety, dysmenorrhoea and weight increased outcome was unknown and the menorrhagia and dyspareunia was resolving. The reporter considered alopecia, anxiety, bacterial vulvovaginitis, depression, device expulsion, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff take high blood medication as treatment five years prior to essure placement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion successful. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received, event added are as follows- depression and mental anguish, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain. Events onset date and outcome added. Treatment drug added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of the device/migration of essure device location of device: endometrial cavity') in a 46-year-old female patient who had essure (batch no. 862003-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included blood pressure high since 2005 and overweight. Concomitant products included medroxyprogesterone acetate (depo provera) since (B)(6) 2006 for contraception as well as losartan since 2005 and nebivolol hydrochloride (bystolic). In (B)(6) 2006, the patient experienced migraine ("migraines"), 3 months 5 days after insertion of essure. In (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bacterial vulvovaginitis ("infection (bladder/ urinary tract/vaginal) type: vaginal bacterial infection"), headache ("headaches"), alopecia ("hair loss"), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia(painful sexual intercourse)") and was found to have weight increased ("weight gain"). On (B)(6) 2006, the patient had essure inserted. In (B)(6) 2007, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2007, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced abdominal pain ("abdominal area pain"). The patient was treated with fluconazole (diflucan), oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) and surgery ((B)(6) 2017 underwent bilateral salpingectomy, explant of the device). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, migraine, headache, depression, anxiety, dysmenorrhoea and weight increased outcome was unknown, the abdominal pain, vaginal haemorrhage, menorrhagia and bacterial vulvovaginitis had resolved, the alopecia had not resolved and the dyspareunia was resolving. The reporter considered abdominal pain, alopecia, anxiety, bacterial vulvovaginitis, depression, device expulsion, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plantiif take high blood medication as treatment five years prior to essure placement. Current weight 145 lbs. Plaintiff received treatment for abnormal bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion successful. Unilateral occlusion (right tube occluded), migration of essure device, other ( endometrial cavity). The lot number reported (862003) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the device/migration of essure device location of device: endometrial cavity") in a 46-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included nebivolol hydrochloride (bystolic). On (B)(6) 2006, the patient had essure inserted. In 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and bacterial vulvovaginitis ("infection (bladder/ urinary tract/vaginal) type: vaginal bacterial infection"). In 2007, the patient experienced alopecia ("hair loss"). In 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (B)(6) 2017 underwent bilateral salpingectomy, explant of the device). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia, bacterial vulvovaginitis, migraine, headache and alopecia outcome was unknown. The reporter considered alopecia, bacterial vulvovaginitis, device expulsion, headache, menorrhagia, migraine and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff take high blood medication as treatment five years prior to essure placement diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion successful most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet, patient demographic information , essure indication and start stop date were updated ,lab data, treatment product ,new event abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: vaginal bacterial infection, migraines / headaches, migration of essure device location of device: endometrial cavity, pain and hair loss were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the device/migration of essure device location of device: endometrial cavity") in a 46-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight and blood pressure high since (B)(6). Concomitant products included medroxyprogesterone acetate (depo provera) since november (B)(6) for contraception as well as losartan since (B)(6) and nebivolol hydrochloride (bystolic). In (B)(6)2006, the patient experienced migraine ("migraines"), 3 months 5 days after insertion of essure. In (B)(6)2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bacterial vulvovaginitis ("infection (bladder/ urinary tract/vaginal) type: vaginal bacterial infection"), headache ("headaches"), alopecia ("hair loss"), depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia(painful sexual intercourse)") and was found to have weight increased ("weight gain"). On (B)(6) 2006, the patient had essure inserted. On (B)(6)2007, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced abdominal pain ("abdominal area pain"). The patient was treated with fluconazole (diflucan), oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) and surgery (06feb2017 underwent bilateral salpingectomy, explant of the device). Essure was removed on (B)(6)2017. At the time of the report, the device expulsion, bacterial vulvovaginitis, migraine, headache, depression, anxiety, dysmenorrhoea, weight increased and abdominal pain outcome was unknown, the vaginal haemorrhage, menorrhagia and dyspareunia was resolving and the alopecia had not resolved. The reporter considered abdominal pain, alopecia, anxiety, bacterial vulvovaginitis, depression, device expulsion, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plantiif take high blood medication as treatment five years prior to essure placement. Current weight 145 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Hysterosalpingogram - on (B)(6)2007: results: total bilateral occlusion successful. Unilateral occlusion (right tube occluded), migration of essure device, other ( endometrial cavity).. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received: event abdomen pain was added. Concomitant drug and condition were added. Lab result added. Reporter causality comment added. On(B)(6)2018: pfs received: concomitant drug was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of the device/migration of essure device location of device: endometrial cavity') in a 46-year-old female patient who had essure (batch no. 862003) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included blood pressure high since 2005 and overweight. Concomitant products included medroxyprogesterone acetate (depo provera) since november 2006 for contraception as well as losartan since 2005 and nebivolol hydrochloride (bystolic). On (B)(6)2006, the patient had essure inserted. In (B)(6) 2006, the patient experienced migraine ("migraines"), 3 months 5 days after insertion of essure. In (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bacterial vulvovaginitis ("infection (bladder/ urinary tract/vaginal) type: vaginal bacterial infection"), headache ("headaches"), alopecia ("hair loss"), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia(painful sexual intercourse)") and was found to have weight increased ("weight gain"). In (B)(6) 2007, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2007, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced abdominal pain ("abdominal area pain"). The patient was treated with fluconazole (diflucan), oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) and surgery (B)(6) 2017 underwent bilateral salpingectomy, explant of the device). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, migraine, headache, depression, anxiety, dysmenorrhoea and weight increased outcome was unknown, the abdominal pain, vaginal haemorrhage, menorrhagia and bacterial vulvovaginitis had resolved, the alopecia had not resolved and the dyspareunia was resolving. The reporter considered abdominal pain, alopecia, anxiety, bacterial vulvovaginitis, depression, device expulsion, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff take high blood medication as treatment five years prior to essure placement. Current weight 145 lbs. Plaintiff received treatment for abnormal bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion successful. Unilateral occlusion (right tube occluded), migration of essure device, other ( endometrial cavity).. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet received. Lot number added. Outcome for the events "abdominal area pain, abnormal bleeding vaginal), abnormal bleeding (menorrhagia) and infection (bladder/ urinary tract/vaginal) type: vaginal bacterial infection" was added as recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of the device/migration of essure device location of device: endometrial cavity') in a 46-year-old female patient who had essure (batch no. 862003-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included blood pressure high since 2005 and overweight. Concomitant products included medroxyprogesterone acetate (depo provera) since november 2006 for contraception as well as losartan since 2005 and nebivolol hydrochloride (bystolic). On (B)(6) 2006, the patient had essure inserted. In november 2006, the patient experienced migraine ("migraines"), 3 months 5 days after insertion of essure. In november 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bacterial vulvovaginitis ("infection (bladder/ urinary tract/vaginal) type: vaginal bacterial infection"), headache ("headaches"), alopecia ("hair loss"), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia(painful sexual intercourse)") and was found to have weight increased ("weight gain"). In january 2007, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2007, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced abdominal pain ("abdominal area pain"). The patient was treated with fluconazole (diflucan), oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) and surgery (B)(6) 2017 underwent bilateral salpingectomy, explant of the device). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, migraine, headache, depression, anxiety, dysmenorrhoea and weight increased outcome was unknown, the abdominal pain, vaginal haemorrhage, menorrhagia and bacterial vulvovaginitis had resolved, the alopecia had not resolved and the dyspareunia was resolving. The reporter considered abdominal pain, alopecia, anxiety, bacterial vulvovaginitis, depression, device expulsion, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff take high blood medication as treatment five years prior to essure placement. Current weight 145 lbs. Plaintiff received treatment for abnormal bleeding, migration diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion successful. Unilateral occlusion (right tube occluded), migration of essure device, other ( endometrial cavity).. The lot number reported (862003) is not valid. Most recent follow-up information incorporated above includes: on (B)(6) 2020: update of information (batch is not valid) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent a laparoscopic explant of the device). Essure was removed. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.